Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary wedge resection, while performing transection on the lung parenchyma, the staple load locked down upon retraction when the load could not be opened or knife retracted the reload was taken off of the shaft by the surgical team. The shaft was attached again and the retraction was attempted with no progress. The surgeon then opened a manual stapler and transected the wedge parallel to the stuck reload. The wedge was removed with the staple load still stuck on the tissue. There was an unanticipated tissue loss as a result of this problem.